Event description:
Failed implants. Pt presented for explantation of these devices by another surgeon. Pt had developed increasing pain and dysfunction in both tmj's and occlusion shifted due to loosening of screws.